Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when they put the patient info in on the mobile view station (mvs), the mvs monitor would go black. The power was turned on and off, but then would go black again. The 3rd time it worked as expected and they were able to proceed with the case. There was no patient impact reported and no delay to surgery.